Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found in specification in relation to the reported upstream occlusion, which was not reproduced during evaluation. A review of the event history log identified upstream occlusion. The ultrasonic sensor was within specification and passing transition testing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. The event happened at the biomed service. There was no patient involvement. No additional information is available.